Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at time of incident and current blood glucose level was 302 mg/dl. The customer was treated with injection. It was reported that they had a bent cannula. The customer was advised to leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer decline the reset of the troubleshoot of the high blood glucose. The insulin pump will not be returned for analysis.